Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one conductor wire is broken at the yaw pulley exit. The wire is detached from its connection at the grip. The instrument failed electrical continuity testing. The yaw pulley shows no signs of arcing. Engineering evaluation also found that the yaw pulley is missing a .220 x .060 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. Engineering concluded that it is indeterminable how the piece of yaw pulley broke. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s prostatectomy procedure, a wire on the maryland bipolar forceps instrument broke. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.